Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass surgery, the device was difficult to toggle so it was replaced with another instrument wherein the needle fell out into the patient when it was in the closed neutral position. The needle was left inside the patient and was not retrieved. Another device was used to complete the procedure.